Event description:
It was reported that the ventilator showed a message for breathing subsystem incompatibility. There was no patient involvement. (B)(4).

Manufacturer narrative:
On-site investigation performed by our field service engineer (fse) could not reproduce the reported failure. As a preventive action the control printed circuit board (pcb) was replaced and returned for investigation. The reported message for breathing subsystem incompatibility was not reproduced during test of the returned control printed circuit board (pcb) in a reference ventilator. No alarms were generated during startup, ventilation or during pre-use checks. The failure was confirmed in received device logs. The reported problem could not be reproduced, therefore the cause could not be determined in this investigation. (B)(4) ref. Exemption #: e2018003. (B)(4).

Event description:
Manufacturer ref. #: (B)(4).